Event description:
Attorney's report of pt's alleged abdominal pain, migration, adhesions and mesh and tissue explant.

Manufacturer narrative:
No product has been returned for evaluation. Therefore, no conclusion can be drawn.